Event description:
The facility representative contacted baxter to report a colleague infusion pump in which there was a failure. This condition has the potential to cause an interruption of delivery. It is unknown when or in which care area this event occurred. Patient involvement is unknown. It is unknown if there was an adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is 5.09.90, categorized as remediated. There was no further complaint information available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump in which there was a failure was confirmed during product evaluation. Quality engineering determined the problem to be battery failure code 570:320:654:0000. The root cause of this condition was assigned to depleted main batteries resulting from user error. The main batteries were replaced to correct this condition. A device history review was performed and no abnormality was observed in the manufacturing of this device. A labeling review was performed and was found that the problem was a result of user error.